Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a bd safeclip device from lot# 7177532 were provided. The customer reported that the needle-cutting device does not cut the needle. Both provided photos were examined, and it was observed that a used safeclip device from lot# 7177532 was on a table in a closed position (the cutter hole was closed). From the photos alone, it could not be determined if the device was unable to clip cannula properly. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1.0) root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that needle clipping device safe clip was not clipping. The following information was provided by the initial reporter: psp reports: "yesterday in follow-up calls from the nurse educator, the caregiver of the patient said that the needle-cutting device was damaged 3 months ago, where she says that it does not cut the needle, for which retraining is scheduled for today, where it is evident that the needle cutter does not cut, it only bends the needle. In addition, when it is pressed to cut the needle it stays stuck and it is difficult to open it again. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle clipping device safe clip was not clipping. The following information was provided by the initial reporter: psp reports: "yesterday in follow-up calls from the nurse educator, the caregiver of the patient said that the needle-cutting device was damaged 3 months ago, where she says that it does not cut the needle, for which retraining is scheduled for today, where it is evident that the needle cutter does not cut, it only bends the needle. In addition, when it is pressed to cut the needle it stays stuck and it is difficult to open it again. "